Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14a14037 and h14b04010 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. Treatment, cause, and outcome were not reported. Pd therapy was ongoing. No additional information is available at this time. This is report 1 of 3.

Manufacturer narrative:
Complaint no: 1525712-2014-02297 should additional relevant information become available, a supplemental report will be submitted. This is the same patient as 1525712-2014-02297